Event description:
It was reported that after the patient experience a fall and had fracture ribs. There were concerns of loss of capture (loc) of this left ventricular (lv) lead due to signs of potential intermittent capture. Technical services (ts) recommended further evaluation of the lead and a chest x-ray. No adverse patient effects. Were reported. The device remains in service.